Event description:
It was reported that the patient complained of anterior knee pain. Doctor said that cement broke down on back side of the patella. Patellar revision and tibial inserts swap out occurred.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as unknown simplex p bone cement. When completed, the evaluation summary will be submitted in a supplemental report. Device not returned to manufacturer.